Event description:
Breast implants inserted 1/25/77. Implants ruptured both sides causing severe pain and many medical problems. These were removed and replaced on 8/6/87 by dr. Much debris and scar tissue was removed. Physician advised rptr he was unable to remove all silicone.